Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 500 mmol/l at the time of the incident. Customer reports sensor is inside serter. Advised to return the serter and complete sensor customer will not return device for analysis.